Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken ventricular connector and additionally noted that the upper and lower cases were broken, the red display wire was pinched with the insulation exposed, the keyboard was scratched and the device was in need of the new battery shorting bar design. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator's ventricular connector was broken and pushed internally. The generator was returned for service. There was no patient involvement.